Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart at the quick release while she was sleeping. Due to this, she woke up with high blood glucose level reported to be 286 mg/dl at the time of incident. The site location was patient's left abdomen and the pump was in the bed next to her. The infusions were stored at regular room temperature in the storage. Reportedly, the patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information was available.